Event description:
It was reported that the user experienced hyperglycemia while using the ilet and contacted support for assistance with a full supply change; the agent guided the user through changing the cartridge and infusion set (contact detach steel), confirmed insulin delivery resumed without issues, and documented lot numbers for the connector piece and cartridge. Symptoms included elevated blood glucose of 212 mg/dl. Outcomes included no alarms and no hospitalization. Investigation included agent-led troubleshooting and education during the call. Investigation of this case revealed no device malfunction observed during support, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.